Event description:
Report received from the USA stating that the device could not be secured to the motor. The device was used in surgery. There was no injuries or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).